Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device experienced a delay in charging. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was received with accessories, including the multifunction cable (mfc), mfc- cprd adapter, and multiple sets of pads for evaluation of a reported delay in charging to deliver defibrillation shocks during cardiac arrest. Functional and defibrillation testing were performed, and the customer report could not be reproduced. Review of the device logs did not identify any attempts to charge or deliver a shock near the reported event date. The device passed all functional and shock testing with no issues noted. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.